Manufacturer narrative:
The sodium electrode lot number was flq86 with an expiration date of 04-nov-2026. The qc was acceptable. The field service engineer checked the instrument and found no cause for the event. He inspected the fluidics and the sample aspiration, and no abnormalities were detected. He then verified all probe positioning and washing station volume. Precision studies, calibration, and qc were performed, and they were within specifications. The investigation is ongoing.

Event description:
We received an allegation of questionable sodium electrode results for 1 patient sample tested on a cobas pro ise analytical unit. Initial result: 152 mmol/l. The physician questioned the initial result, prompting the repeat of the sample on 2 different cobas pro ise analytical units. Repeat result: 141.5 mmol/l. The repeat result was deemed to be correct.

Manufacturer narrative:
The provided calibration history was provided, and no issues were observed. The visual check of the sample showed it was yellow and clear. The alarm trace did not show any abnormalities. The customer reran all patient samples after the customer maintenance, and the values were as expected. No changes were performed to the instrument. The field service engineer verified that the instrument was performing within specifications. No further issues were reported after the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.